Event description:
A report was received that the patient was experiencing difficulty charging her ipg and pain at the pocket site. X-ray taken showed the ipg had flipped in the pocket and the lead was twisted around it. The patient will undergo a pocket revision procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8216-50 serial #(B)(4) description: artisan surgical lead with plantalock technology - 50cm

Manufacturer narrative:
Additional information was received that the patient's ipg was sutured down in order for the ipg not flip. Nothing was implanted or explanted. The patient is doing well following the revision.

Event description:
A report was received that the patient was experiencing difficulty charging her ipg and pain at the pocket site. X-ray taken showed the ipg had flipped in the pocket and the lead was twisted around it. The patient will undergo a pocket revision procedure.